Event description:
It was reported that on (B)(6) 2023, a 12mm amplatzer septal occluder was chosen for implant using a 9f amplatzer torqvue delivery system. During procedure, it was noted that the left disc failed to fully open and remained in a dropping state while releasing the occluder using steel cables. The device had a bulbous deformation and the surgery was aborted. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an 9f delivery system was used. Additionally, a photos were received from the field and the photos appeared to show the device deformity (bulbous). However, it could not be confirmed as there was no bulbous deformity during the returned device analysis. Based on the available information, the cause of the reported incident could not be conclusively determined.